Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump history was noted to be inaccurate. There was no reported impact to customer's blood glucose level. Customer stated that they had not checked their blood glucose level. Customer indicated that they have back up injections for continued insulin therapy.